Event description:
It was reported that the impedances were measured at greater than 20000 while in the operating room. It was verified that the lead configuration was correct for a 2x4 in the left port for electrodes 0-7. The set screws on the implantable neurostimulator were talked about by the reporter. Stimulation was felt and the impedances resolved with a new lead. No lead fractures were noted and the cause of the high impedances is unknown. Troubleshooting/intervention was taken or planned and the patient had the impedances resolve and went home the same day. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v008570, product type: lead. Product ID: 37082, serial# unknown, product type: extension. Product ID: 7435,.serial# (B)(4), product type: programmer, patient. (B)(4).